Event description:
It was reported that the customer's insulin pump alarmed with a radio frequency self test failure alarm. Customer's blood glucose was reportedly within normal range. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with no a64 alarm noted and passed the self test. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.